Event description:
Customer reportedly received results of 19 mmol/l and 6 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6).